Manufacturer narrative:
The technician found the side rail assembly and center arm were cracked. The technician replaced the side rail assembly and center arm to resolve the issue.

Event description:
The technician alleged the side rail would not latch in the up position. No pt impact.